Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an elevated architect intact pth result of 113.7 pg/ml was generated. The sample was sent to an outside lab which generated a result of 64.7 pg/ml with the roche cobas instrument. The patient's clinical history matched the roche result. There was no report of impact to patient management.

Manufacturer narrative:
Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
Accuracy testing was completed to evaluate the performance of the likely cause reagent lot using file samples of reagent lot 00512h000. The testing passed. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. The study also concluded that there are many factors that potentially influence variability for pth measurements, including the method used, pth source (synthetic vs. Endogenous), population evaluated, vitamin d status, preanalytic variables such as sample matrix, and storage time and temperature. The study assessed some of these factors that can produce variability and confirmed that there is variability between pth assays. In conclusion the study indicated that standardization efforts are warranted and assay-specific decision limits are required. In addition a study was completed to document the method comparison study between architect intact pth and roche cobas/e170 pth performed by an independent external site (arup laboratories, salt lake city, ut). Although not all comparisons are statistically equivalent, the architect intact pth exhibits approximately 30% positive bias compared to roche elecsys e170. This was observed at launch and has remained consistent since then. Customer complaint data was reviewed and no adverse trends were identified related to architect intact pth lot that the customer was using. The architect intact pth assay package insert was reviewed and was found to adequately address the issue. The customer was referred to the limitations of the procedure and the expected values sections of the package insert. Based on the investigation it was determined that the architect intact pth assay is performing as intended. The investigation did not identify a malfunction or a product deficiency.